Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. D6: explant date: (B)(6) 2022 additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7071927/7072151.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.